Manufacturer narrative:
The device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was initially reported a 'uni-cp 4 hole plate broke on the tn joint and had to be removed'. On (B)(4) 2014, add'l info was requested and rec'd from the representative who was present at the device removal surgery. The precise initial implant surgery date was 'not known'. Although it was initially reported that the device broke on the 'tn' joint. F/u info confirmed that the device was a uni-cp 4 hole plate that was implanted on the left calcaneal-cuboid joint (cc joint). On an unknown date following the implant surgery the patient experienced pain in his left foot. On an unknown date following the implant surgery and the event of pain, an x-ray was taken which revealed the device broke while implanted in the patient. On (B)(6) 2014, the broken plate was removed and the cc joint appeared to have fused. Add'l info was requested from the surgeon by integra.